Event description:
It was reported that during a procedure the tps handpiece cord caused the handpiece continue to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another cord.

Manufacturer narrative:
It was confirmed the cable was causing the handpiece to run without user activation by the quality engineer during the device evaluation. A worn wedge component was found on the cable connector during the device inspection. Based on a review of the risk documents, and observations from the device evaluation, the presence of a worn wedge may cause or contribute to the reported event. The device was scrapped by the manufacturer.

Manufacturer narrative:
Investigation in progress. A follow-up will be filed upon completion of the investigation.

Event description:
It was reported that during a procedure the tps handpiece cord caused the handpiece continue to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another cord.